Event description:
No additional information.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11. Distribution history: a distribution history record review was not possible for this product as the lot number was not provided for investigation. Manufacturing record review: a DHR review was not possible as a lot number was not provided. Historical complaint review: a review of the 2-year complaint history did show similar complaint conditions, however these were not confirmed. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. With the information provided, a root cause analysis cannot be definitively performed. As a way of improving the manufacturing process, csi stafford has implemented 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective actions required as the complaint was not confirmed.

Event description:
It was reported that the patient was undergoing a robotic hysterectomy in 2024, when the cup from an arch koh-efficient detached inside the cervix. No patient harm was reported. No additional information is available. Unknown koh efficient (B)(4).

Manufacturer narrative:
B3: 2004. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.